Event description:
It was reported to philips that the device has a configuration issue.

Manufacturer narrative:
It was determined through investigation that the parent record is not reportable. The customer call was related to a software issue. No further investigation is necessary at this point.

Event description:
It was reported to philips that the device has a configuration issue. There was no patient involvement the customer worked with the technical support representative. The device after returning from philips was configured in english but should have been in french. The technical support representative helped the customer to reconfigure the device from english to french. The device did not malfunction. The device for servicing purposes was configured in english but not it was forgotten to reconfigure to french before returning to the customer. No further actions required as the customer successfully reconfigured the device to french. It was determined through investigation that the parent record is not reportable. The customer call was related to a software issue. No further investigation is necessary at this point.